Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected low battery alarm was noted during testing. Detail trace confirmed that no low battery alarm anomaly was noted. Microtimer was functioning properly. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump displayed alarmed low battery and it had no sound. Customer's blood glucose was unknown. The insulin pump is being returned for further analysis.